Event description:
Reported there was no impact on patient outcome.

Manufacturer narrative:
The returned controller was found to be defective. All connected components displayed red status on test station. Circuit board flashed zeros and twos that appear to be error code 002. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a procedure, none of the lights on the break out box would illuminate. The site swapped out the break out box with a known working break out box and the issue persisted. No additional information available at time of call. There was no impact on patient outcome reported. Additional information was received. It was reported that the site had pulled the break out box (bob) off the system and had slightly twisted it off when doing so instead of going straight off. The system was giving a localizer faulted message. Technical services (ts) had a manufacturer representative (rep) pull up the print camera diagnostics and found the controller was faulted and the system had a rtcode fault. To confirm ts had the rep take covers off and check the electromagnetic localization system controller. They found that there were lights on inside the controller and no fault light for the controller on the uninterruptable power supply (ups). It was later reported that the problem break out box (bob) was tested on a confirmed working system and the bob was displaying "faulted" in the clinical application. The rep reported the green power and amber fault lights were displayed on the bob. Em diagnostics showed that the bob was listed as "faulted" on all ports and in status details. Diagnostics also showed bob rom fault under system faults, and 0:rom through 5:rom under tool faults. The rep reported that the lemo connector for the faulted bob appeared physicallydamaged (the connector was loose).

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735824 ; product ID: 9735825, lot number: 603002458 a medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned em intfce 9735825 s8 em instr intfce and the issue was confirmed. When powered on there were no leds on any port, and tools were unable to track. Lat had red localizer status showing em and bob had faulted. H6: b01, c02 and d02 apply to the system checkout and the concomitant product analysis above. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.